Event description:
Philips received a report that a patient suffered 2 degree burns on the inside of the thigh that required medical intervention.

Manufacturer narrative:
There is no indication of a malfunction of the mr system or coil used. The injury, 2nd degree burns on the inside of the thighs is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Contributing factors: the patient was elderly. The thermoregulation of these patients is often impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. 4 scans with high sar values (> 2 w/kg) were executed in a short period of time, allowing no cool down time for the patient. H3 other text : incident occurred in (B)(6) 2023, was only recently reported to us and considered a use error. No indication for system contribution.